Event description:
It was reported that for the past month the pt has had to increase their stimulation to maintain symptom relief. It was also reported that the patient turned off their implantable neurostimulator and was unable to turn it back on. Troubleshooting on the programmer indicated it was not a programmer issue. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).